Event description:
Report received of explant of pump after one month implant. Pump appeared to be stalled. Return of device for analysis has been requested. Patient was reportedly recovering post op and was due for return for monitoring. A supplemental medwatch will be filed when additional information is received.